Manufacturer narrative:
Name - medtronic minimed street - (B)(6). City - (B)(6). State - (B)(6). Zip code - (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient experienced hyperglycemic event on (B)(6) 2026. The blood glucose was 600 mg/dl and was treated with insulin via pump. The blood glucose was high for less than one hour.